Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a high blood glucose level of 430mg/dl and treated with an injection. Customer indicated that their blood glucose was not coming down and found that the cannula was bent. The customer indicated that they had skin irritation at the site and a bent cannula but called previously to troubleshoot. Customer indicated that their blood glucose level is coming down and declined high blood glucose and bent cannula troubleshooting. Customer indicated that they have changed their infusion site and will return it for analysis. Customer's blood glucose level at the end of the call was 260mg/dl.